Event description:
A user facility reported to olympus that air/water leaking from the valve of the evis exera ii ultrasound gastrovideoscope was noted. The event occurred during reprocessing. During a standard service inspection of the customer returned device, the acoustic lens was peeled. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the acoustic lens was peeled. In adding missing piece/chip of the probe unit, t nut loose, control unit corrosion, cover join discoloration, and connecting tube buckling were observed. Lastly, chips and crack were noted on the multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.